Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power after he dropped his insulin pump in the lake; the device was in the lake for approximately 15-20 minutes. The patient's blood glucose at the time of incident was 129 mg/dl. Troubleshooting was initiated for the exposure to moisture. The customer confirmed that the off no power occurred after the moisture exposure, but the customer changed the battery. A self test was performed and the device passed. The customer also confirmed that no low battery alert occurred prior to the off no power alarm. There were no unattended alarms either. However, the customer was able to remove the water from the insulin pump. The customer was advised to monitor the device. No products were returned or replaced.